Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are having dreams every night since they were implanted and they didn't know if it was a side effect from a medication (lexapro) that they'd just increased the mg dosage on a little bit before they had the implant or the implanted system that was causing them. Patient stated that last night, they had a dream that they and their dog were out doing "reckless stuff" and the dog started talking and they went to a municipal building and the mayor's office and the dog was "talking up a storm" so they had to deal with that. Patient mentioned they had another dream where they were assembling some "not bound" furniture which they hadn't done in a long time and it was something that "made it higher" and "it was completely out of context". Patient stated they had dreams where they were working back in the drugstore like they used to so they were wondering if the device/therapy could have caused this issue. Redirected the patient to follow up with their health care provider (hcp) to discuss their concerns and also reviewed the patient could turn the therapy off if they were concerned however the patient stated they did not want to turn their therapy off. Patient stated they quit taking the "suspected" lexapro three days ago but the dreams continued which was why they were suspecting the ins. The patient also reported that the therapy seemed to help when they first got the implant and that they'd gone to see their hcp on (B)(6)2024 and everything was going great but at some point in the two weeks since the appointment up until now, "all of a sudden," the therapy had not been giving them the desired effect/they were having some "problems with the therapy." Patient said they increased the stimulation yesterday ((B)(6)2024) and that seemed to be helping what they were trying to help now so they didn't want to try turning the therapy off. Patient commented they could sometimes feel the stimulation in their "bowels" and to clarify, patient services asked the patient if they meant by "bowels" that they could feel the stimulation in the bike seat and asked the patient if they could feel the stimulation in certain positions when they sat, and the patient stated that sometimes they sat they could feel it a little bit right around their back "where the sensor is" and that there's "a little nodule there that goes each side of the spinal cord and that's right up at their lower back right in the center. "Patient stated the "sensors" that go to the spinal cord." Patient services reviewed device description/function with the patient stimulation considerations and explained positional stimulation with the patient as well as described how their stimulation should be felt in their bike -seat. When patient services began explaining the "bike-seat with the patient and tried to clarify more on the patient's comment, the patient hung up or accidentally disconnected. Patient services attempted to call the patient back but the patient did not answer the call so a voicemail was left for the patient.